Event description:
It was reported by service report that the brakes were not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Casters bound up at internal pivot.